Manufacturer narrative:
A ge service rep performed an on site investigation. The software was reseated, a circuit board was replaced, and the calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system was alarming and the system failed to boot up properly. No report of pt injury.